Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the luer activated device and microbore winged female luer lock were missing from the set, and that the tubing was damaged. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set¿s attachment was breaking off, further specified that the one link valve and wings of extension set ripped completely off. The extension set was being used on a midline and the connection may not have been secured properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.